Manufacturer narrative:
Covidien reference: (B)(4). Although the message was recorded, the battery residue and battery temperature did not show any signs of failure.

Manufacturer narrative:
During use of the ht70 ventilator, a "back up battery failure" alarm was generated. After initial investigation the battery pack voltages measured within specification. The battery pack was installed into an ht70 plus test unit and the reported complaint was verified when a device alert: backup battery failure was displayed. (B)(4).

Event description:
Covidien received info stating during pt use of the ht70 ventilator, a "back up battery failure" alarm was generated. The pt was transferred to another ventilator. There were no negative pt consequences reported.